Manufacturer narrative:
(B)(4): the keypad cover was removed and there was evidence of keypad contamination found under all of the contact buttons. Unrelated to the complaint, the display lens was found to be discolored/dim and was leaking. A discolored/dim display has no effect on insulin delivery. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that there was evidence of contamination found around all button contacts. This report is made based on results of investigation completed on (B)(6) 2013.